Manufacturer narrative:
No product was returned for evaluation. Device history records for the indicated production lot were reviewed and found to meet all product requirements prior to release. Additional product from this lot was tested and found to pass performance specifications. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA. [(B)(4)].

Event description:
According to the reporter, there was a breakdown of wound closure that occurred after a repair of episiotomy was completed.